Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples received: none. There are three previous complaints of this code batch, two of them regarding the same issue. There are no units in OEM stock. Without any closed sample a proper analysis cannot be carried out. Some units available in OEM stock were analyzed previously. Tightness test of the samples available in OEM stock were performed and the units were tight. Tested the needle attachment of the samples from OEM stock and the results fulfill OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.